Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the 99% stenosed, heavily calcified, moderately tortuous mid left anterior descending (lad) coronary artery. The 2.75x12 mm nc trek balloon dilatation catheter (bdc) could not cross the lesion due to the anatomy and there was resistance with the anatomy during independent removal. A non-abbott balloon was used to continue the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.